Manufacturer narrative:
(B)(4). The field service representative (fsr) downloaded the data logs and sent them to the manufacturer for further evaluation. Per technical support the data logs did not show any error messages that suggested a hardware problem, with this equipment. Further discussion revealed that if the centrifugal control unit (ccu) is on and the flow selected is zero, if the centrifugal disposable is then moved on the motor, the ccu may display a "service pump" error message. The fsr believes that this is what the user experienced on (B)(6) 2016. It is assumed that while the user was vacuuming blood, the blood flow moved the veins internal the centrifugal disposables, which in turn moved the motor, which created the "service pump" error message on the ccu. The fsr was able to duplicate the "service pump" error message on the ccu by setting the ccu to zero flow and then quickly removing and reinstalling the test disposables on the motor. The fsr then performed a full inspection of the centrifugal and flow portion of the system-1 (aps-1) and these items are operating to manufacturer specifications. He tested the centrifugal, flow and the response to air and level alarms, over an extended period. All were found to be operating to manufacturer specifications and were returned to clinical use. The fsr discussed the findings with a second perfusionist (ccp) on the telephone and also left a note on the unit outlining what evaluation was performed. No parts will be returned to the manufacturer for evaluation.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported a "service pump" error on the centrifugal pump control module. The ccp was finishing up a case and was trying to send the remaining pump blood to the cell saver through the arterial line. The ccp was not aware that the aortic cannula does not allow it to be sent through it, and it wasn't working because of that cannula. While the ccp was troubleshooting, she saw the "service pump" message. The ccp decided to switch the recirculation line instead and the message disappeared and flow returned. No further action was needed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.